Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was admitted for device replacement due to battery depletion and "possible malfunction." The physician documented "loss of capture". The battery voltage was 2.18v and the magnet rate was 62.9 ppm which indicated device end of life.